Manufacturer narrative:
The vascade 5fr will not be returned to haemonetics as it is being retained by the user facility. It was reported that temporary hemostasis was not achieved although the device disc did deploy properly. The exact cause of the reported event cannot be determined; however, user error cannot be ruled out as a contributory factor. The vascular closure system (vascade vcs) instructions for use for models 700-500dx and 700-580i 5f and 6/7f states in the "warning" section "do not deploy the collagen patch if there is a suspicion that the vascade vascular closure disc is not seated against the intimal aspect of the arteriotomy or venotomy site to avoid releasing the collagen patch in the vessel. Partial or complete obstruction of blood flow may result. Ensure that the disc is in contact with the intimal aspect of the arteriotomy or venotomy before deploying the extra-vascular collagen patch. This is indicated by having temporary hemostasis and further verified by either fluoroscopy or ultrasound imaging.

Event description:
The patient underwent a coronary procedure utilizing a vascade 5fr closure device with a 5fr pinnacle sheath, deployed into the artery via the right groin. Ultrasound was not used to confirm the position of the collagen prior to deployment. During use of the vascade device, the collagen was inadvertently deployed into the artery and migrated distally to the popliteal artery, resulting in compromised distal pulses. A 6fr terumo sheath and thrombectomy catheter were subsequently used in an attempt to retrieve the collagen; however, these efforts were unsuccessful. A preclose device was applied at the access site, after which the patient was taken to the operating room for vascular surgery and remained hospitalized thereafter.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation results. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. No corrective actions nor impact assessment are required at this time.